Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, severely scratched liquid crystal display window and stained end cap sticker. Insulin pump passed the displacement. The test infusion set and reservoir does not lock into place due to completely broke off. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack next to support drive cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.